Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 04-aug-2016 which refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) in (B)(6) 2014. Plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, abdominal pain, and excessive weight gain. She had experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms at hospital and from her physician, but was unable to resolve them. On (B)(6) 2016, she underwent an exploratory laparoscopy in an effort to determine the cause of her pain. Plaintiff's treating physician informed her that one of her essure coils migrated out of her fallopian tube into her uterine wall. Consequently, the treating physician recommended that she undergo a hysterectomy to remove the essure coils. She is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain. Almost two years later, she underwent an exploratory laparoscopy in an effort to determine the cause of her pain. She was informed that one of her essure coils migrated out of her fallopian tube into her uterine wall. Her physician recommended a hysterectomy to remove essure coils. Pelvic pain, device migration and device embedment are listed in the reference safety information for essure. Considering that essure therapy may cause pelvic pain, that she did not experience this pelvic prior to essure procedure and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. Although the exact date of device dislocation and embedment was not provided, given the nature of these events, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since a required intervention associated with essure occurred. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure implant perforated through the left tube at a right angle into the'), pelvic pain ('increasingly severe pain / chronic pelvic pain'), embedded device ('essure coils migrated out of her fallopian tube into her uterine wall') and device dislocation ('essure coils migrated out of her fallopian tube into her uterine wall') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain") and abnormal weight gain ("excessive weight gain"). The patient was treated with surgery. At the time of the report, the fallopian tube perforation, pelvic pain, embedded device, device dislocation, pelvic discomfort, menorrhagia, abdominal pain and abnormal weight gain outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, device dislocation, embedded device, fallopian tube perforation, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 10-mar-2021: mr received. Reporter information was added. New event " essure implant perforated through the left tube" was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure implant perforated through the left tube at a right angle into the'), pelvic pain ('increasingly severe pain / chronic pelvic pain'), embedded device ('essure coils migrated out of her fallopian tube into her uterine wall') and device dislocation ('essure coils migrated out of her fallopian tube into her uterine wall') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain") and abnormal weight gain ("excessive weight gain"). The patient was treated with surgery. At the time of the report, the fallopian tube perforation, pelvic pain, embedded device, device dislocation, pelvic discomfort, menorrhagia, abdominal pain and abnormal weight gain outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, device dislocation, embedded device, fallopian tube perforation, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Follow up information was received on 03-nov-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain. Almost two years later, she underwent an exploratory laparoscopy in an effort to determine the cause of her pain. She was informed that one of her essure coils migrated out of her fallopian tube into her uterine wall. Her physician recommended a hysterectomy to remove essure coils. Pelvic pain, device migration and device embedment are anticipated according to reference safety information for essure. Considering that essure therapy may cause pelvic pain, that she did not experience this pelvic prior to essure procedure and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. Although the exact date of device dislocation and embedment was not provided, given the nature of these events, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since a required intervention associated with essure occurred. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.